Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6. Corrected data: this is a duplicate report and was already submitted under MFR # 2023-14733-02.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 25mm 7300tfx valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of 5 years, 3 months due to stenosis. The procedure was performed with a 26mm 9755rsl transcatheter valve. The valve was implanted successfully.